Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the green button was pressed and the handle was squeezed, but the load locked on firing and was not fired. The reload was replaced to resolve the issue. There was no patient injury.